Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: united arab emirates.

Event description:
It was reported that on an unknown time, no grafting performed on the left side of the device. Upon inspection, an alignment issue was identified. It is unknown if there was patient injury, or delay. Due diligence is in progress and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, g1, g3, g6, h1, h2,h6 and h11. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any action taken by the manufacturer.

Event description:
It was reported that during surgery, no grafting performed on the left side of the device. Upon inspection, an alignment issue was identified. There was no patient injury or delay. Another device was utilized to complete the procedure. Due diligence is completed and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6 and h11. Review of the most recent repair record determined the following repair codes were provided by the repair site:50y / damaged comb, 50va / damaged bottom roll, 50b / other ¿ the washers were not attached with factory screws, 50wa / missing component - 4 missing washers, 50a / out of calibration, 50j / sample graft cut fail, 50q / defective ratchet; however, the repair was not completed because the repair is on hold due to component shortage. It was noted the device was manufactured in 2010 and has not since been returned to an zimmer biomet authorized service in accordance with IFU # 6001810592. Review of the device history record identified no deviations or anomalies during manufacturing. For the damaged components and calibration. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. For the incorrect screws. The root cause of the reported issue is attributed to a user error. For the damaged comb. The root cause of the reported issue is attributed to a design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.